Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported there was a problem with the ins. It failed to stimulate for 12 hours. They synced with the patient programmer, which showed stim on. They initially saw poor communication, but eventually was able to sync with the main screen. They also connected with the insr (recharger) and saw stim on. No patient symptoms or further complications were reported as a result of this event.